Event description:
It was reported the lead was capped due to a 'product performance issue. No patient complications have been reported as a result of this event. It was further reported that the lead was fractured. The status of the lead is unknown. No further details were provided.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.